Manufacturer narrative:
Visual evaluation shows a crushed ampoule along with a piercing through which a glass shard protruded in the applicator bulb and dried formulation inside the bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. Visual inspection shows that all the components of the applicator are present and appropriately assembled. When the glass ampoule containing the adhesive shatters, the broken glass shard can rarely orient itself upon repeatedly/excessive manipulation so that it is perpendicular to the housing; when pressure is exerted on the casing, the shard can protrude through the plastic tubing and the protective overwrap material. The IFU for the products states: ¿do not crush the contents of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube. Glass shard penetration can result in inadvertent skin punctures, which may result in the transmission of blood borne pathogens.¿

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017 and the topical skin adhesive was used. During the procedure the surgical fellow, who was using the device per the IFU, when she squeezed the pen there was a shard of glass protruding from the device which punctured her glove and nicked her thumb causing some bleeding to occur. No glass was stuck in her thumb. It is unknown how the procedure was completed. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: please provide update to the status of cut thumb - it was reported that the cut thumb is slowly healing. The cut by the glass made it difficult and painful to scrub for over a week. How was the cut treated? The cut was treated by washing it out and keeping it clean.